Event description:
Healthcare provider (hcp) reported that the patient came to the emergency room with an overdose with symptoms of decreased "loc." Hcp felt it was related to the pump; desired to decrease the dose or stop the pump. It was later reported on the same day that the patient had a refill on (B)(6) 2011 and the drugs were changed from morphine sulphate (ms) to hydromorphone. The bridge was done accurately but they "used the old ms dose 13.9mg/day as the new hydromorphone dose." When the bridge was done patient was "overdosed." The dose since had been corrected lowered and patient had been discharged from the hospital.

Manufacturer narrative:
(B)(4).